Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.

Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned because "the physician believes a compromise of the cavity occurred because of the 600cc saline deficit post hysteroscope view". A perforation was not visualized during this hysteroscopy. During follow-up in 2009, it was revealed "the pt was sent home, not hospitalized". During follow-up the following month, the physician reported the pt has been seen on follow-up and she is doing fine. A hysteroscopy, a "deep and extremely aggressive" dilatation and curettage (d&c), polyp removal, and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this possible perforation occurred or what instrument may have been the cause.